Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an channel error alarm was not determined because no products or device logs were returned.

Event description:
It was reported that clinicians have experiened channel error alarms when programming and/or during IV infusions. This was a generlaized report. Clincians will troubleshoot by swithcing the channel to the other side, or tagging device for biomed. This was reported to bd representatives during their site visit. There was patient involvement but no reported harm.